Event description:
During an af ablation using farapulse pfa (boston scientific), back bleeding through the hemostatic valve was noted. An agilis 13f sheath was used with versacross connect (non-abbott) for the transeptal puncture. While mapping the left atrium with an advisor hd grid, back bleeding through the hemostatic valve of the agilis 13f was noted. Damage to the valve was suspected and a replacement was requested. The advisor hd grid was slowly removed, the sheath was aspirated with no air ingress, a wire was inserted into the la and the agilis 13f sheath was replaced with the same model. When the new agilis 13f sheath was introduced in the la, ablation with farawave (boston scientific) was completed with no issues. The advisor hd grid was inserted for a post-map with no significant bleeding. The case was successfully completed with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.